Event description:
Reportedly, the intraocular lens (iol) was implanted and explanted during the same surgery, (B)(6) 2011 due to the patient requiring an anterior chamber lens instead. The removal required an enlarged incision and an additional suture. No patient injury or complications were reported.

Manufacturer narrative:
The lens was received and visually inspected with one (1) distorted haptic found along with evidence of opthalmic viscosurgical device (ovd) on the lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.